Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited pocket stimulation. A loss of capture of the ra lead was also indicated. A x-ray was performed and results showed that all slack in ra lead was not visible. However, the date of dislodgement was not yet identified. The technical services (ts) discussed that the ra lead might still capturing but towards the end of electrogram (egm). A lead revision was performed and the ra lead was repositioned. The ra lead remains in service. No additional adverse patient effects were reported.